Event description:
It was reported that the patient underwent a procedure using interbody device, anterior fixation plate screws via acf. It was reported that the plate had been backed out post op. Sinking of cage was observed too. The revision surgery was performed. The plate and screws were removed, and external fixation was performed.

Manufacturer narrative:
(B)(4). Anterior fixation plate and screws, implant date unknown. This part is not approved for use in the united states; however a like device catalog # 905-403, 510k # k011406 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.